Event description:
Patient reports that, about a year after implantation, she began experiencing trouble walking, pops, instability, pain on the outside of the hip, and trouble getting in and out of car. Doi: (B)(6) 2009; dor: not yet revised (left hip). ***update - patient reports that she was revised on (B)(6) 2012. We do not have any information regarding which parts were explanted, nor a more specific reason for the revision. *** *** update - (B)(6) 2012 - additional information has been received from the sales rep regarding the (B)(6) 2012 revision. The der states that the patients revision was due to high metal ions, and that the liner and head were removed and are being returned. ***

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient reports that, about a year after implantation, she began experiencing trouble walking, pops, instability, pain on the outside of the hip, and trouble getting in and out of car. Update - patient reports that she was revised on (B)(6) 2012. We do not have any information regarding which parts were explanted, nor a more specific reason for the revision.